Event description:
It was reported that the asymptomatic patient presented for a routine scheduled pulse generator change out procedure. Upon interrogation, the right ventricular lead exhibited a loss of capture .the ventricular channel had a history of low level noise. Upon opening the pocket, the physician noted that the lead insulation was abraded. The lead was successfully capped and replaced. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).